Event description:
The customer reported to olympus, the image was blurry on the evis lucera gastrointestinal videoscope. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was not confirmed. During the inspection at repair center, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Additionally, the evaluation revealed the following findings: due to wear of angle wire, bending angle in up direction did not meet the standard value, bending section cover had a scratch, bending section cover adhesive had a crack and had a white clouded area, color ring had a crack, adhesive around objective lens was peeled, adhesives around light guide lens had white-clouded area, plastic distal end cover had a dent, connecting tube had a buckling, and switch #4 due to damage did not work. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the reprocessing had deviated from the instruction manual, which caused the foreign material to remain in the nozzle. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.